Event description:
It was reported that prior to a coronary stent procedure, it was noted that the liberte' stent did not appear uniform upon removal from the package. No pt injuries or complications were reported.